Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a replacement insulin pump for a while and is ready to set it up after the hospital and nursing home told him not to yet. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that the pump was stored or not in use for an extended period of time. Customer stated that he had his pump without a battery for 3 months. Customer's current blood glucose level is no 412 mg/dl. Customer was not on the pump and just got on the pump today. Customer declined troubleshooting for the high blood glucose because he has not been on either pump and does not feel that it is the pump's fault at all.